Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).

Manufacturer narrative:
Device evaluation summary: the returned patient therapy controller was subjected to external and internal visual examinations, as well as, functional testing. The evaluation determined that a component was not positioned properly. Based on the investigation, the reported event was confirmed. (B)(4).

Event description:
During initial set-up of the patient therapy controller (ptc), it was reported that the device was unable to establish communication with the pump. The device was returned for evaluation.